Event description:
A suction irrigator was requested by the surgeon. One was provided to the sterile field. After an unspecified time, the surgeon mentioned that there was crimping in the tubing causing an occlusion and requested a new suction irrigator be opened to the sterile table. No other issues reported within the case.